Event description:
Event verbatim [preferred term] burn blister [burns second degree] , has the scar still [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to use thermacare heatwrap (thermacare lower back & hip, large/extra-large, batch/lot number: ad3849, upc number: (B)(4), expiry date: oct2021, paa (B)(4), red box) "16 hour pain relief" 6 weeks ago ((B)(6) 2019) one wrap applied to the skin once overnight for back pain; has slight sciatic pain 6 weeks ago ((B)(6)2019). The patient's medical history included sensitive skin, otherwise she had other medical conditions. Her skin tone was dark or olive, and sensitive skin but not abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition, not pregnant, not "post-menopausal" and did not have following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. The investigation assessment, and concomitant medications were none. The patient did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). Patient previously used thermacare for about three years and did not experience same problem. Patient reported that she had the defective product. She liked the product and wasn't aware this was an issue until she read the recall. She had a burn blister in (B)(6) 2019. She was surprised, she didn't think it would do it, only over the counter product she used. She put the belt, and it was on the side, on the front right; she developed a blister from the belt. She slept at night and woke in the middle of the night and had a blister after about 6 hours of use (also reported from midnight until 0700 when she woke up). It was a burn, and a water type blister, on the right side of the hip, above the pelvic area. Patient was sleeping while wearing the product and did not engage in exercise while using the product. She was wearing the belt itself and checked the skin under the product while wearing it, and also reported that she removed the belt and saw the blister. She noticed it 6 hours into using it, and was a little bigger than a dime then she has another a little smaller; 2 little burns. She used the last box, the same code, about 2 weeks ago. Patient did not consult a healthcare professional, no treatment received, and she left it alone for a week. She didn't want to put anything on it, and her skin healed a week to 10 days later. She let it heal on it's own, she thought it was a belt irritation, because she has sensitive skin. She still has a scar, which will dissipate at some point. It was reported that she will use vitamin e. Patient read the usage instructions on thermacare before she used the product. Packaging sealed was intact. Patient had the product available to be returned. The action taken in response to the event with thermacare was temporarily withdrawn "6 weeks ago" ((B)(6) 2019). The outcome of the event was recovered with sequel, reported as "improved after temporarily discontinued. Patient re-start using the product, one wrap applied to the skin once and the adverse event did not reoccur. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of burns second degree and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Burn blister [burns second degree], has the scar still [scar], used for slight sciatic pain [intentional device use issue]. Narrative: this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to use thermacare heatwrap (thermacare lower back & hip, large/extra-large, batch/lot number: ad3849, upc number: 305733010037, expiry date: oct2021, paa 108483, red box) "16 hour pain relief" 6 weeks ago (B)(6) 2019 one wrap applied to the skin once overnight for back pain; has slight sciatic pain 6 weeks ago (B)(6) 2019. The patient's medical history included sensitive skin, otherwise she had other medical conditions. Her skin tone was dark or olive, and sensitive skin but not abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition, not pregnant, not "post-menopausal" and did not have following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. The investigation assessment, and concomitant medications were none. The patient did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). Patient previously used thermacare heatwraps for about three years for unknown indication and did not experience burn blister. Patient reported that she had the defective product. She liked the product and wasn't aware this was an issue until she read the recall. She had a burn blister in (B)(6) 2019. She was surprised, she didn't think it would do it, only over the counter product she used. She put the belt, and it was on the side, on the front right; she developed a blister from the belt. She slept at night and woke in the middle of the night and had a blister after about 6 hours of use (also reported from midnight until 0700 when she woke up). It was a burn, and a water type blister, on the right side of the hip, above the pelvic area. Patient was sleeping while wearing the product and did not engage in exercise while using the product. She was wearing the belt itself and checked the skin under the product while wearing it, and also reported that she removed the belt and saw the blister. She noticed it 6 hours into using it and was a little bigger than a dime then she has another a little smaller; 2 little burns. She used the last box, the same code, about 2 weeks ago. Patient did not consult a healthcare professional, no treatment received for burn blister, and she left it alone for a week. She didn't want to put anything on it, and her skin healed a week to 10 days later. She let it heal on it's own, she thought it was a belt irritation, because she has sensitive skin. She still has a scar in 2019, which will dissipate at some point. It was reported that she will use vitamin e. Patient read the usage instructions on thermacare before she used the product. Packaging sealed was intact. Patient had the product available to be returned. The action taken in response to the event with thermacare was temporarily withdrawn "6 weeks ago" (B)(6) 2019. The outcome of burn blister was recovered with sequel in 2019, reported as improved after temporarily discontinued. The outcome of scar was not recovered. The outcome of other event was unknown. Patient re-started using the product, one wrap applied to the skin once and the adverse event did not reoccur. According to product quality complaints, severity of harm was s3. Site sample was not received. Batch ad3849 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer reported the wrap caused a burn blister. The cause of the burn blister is inconclusive since it is not clear what cause the burn blister. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the eighth complaint for the sub class adverse event safety request for investigation received at the (site name) site requiring an evaluation for this batch. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this batch. Four of the previous complaints were related to open pouches. A trend does not exist for this batch. Follow-up (02jul2019): follow-up attempts are completed. No further information is expected. Follow-up (23oct2019): new information received from a product quality complaint includes: severity of harm (s3). Follow-up attempts are completed. No further information is expected. Follow-up (30oct2019): new information received from product quality complaints group includes investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample was not received. Batch ad3849 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. Conclusion was as follows: the root cause category is non assignable (complaint not confirmed as quality defect). After a review of the batch thermal records, thermal results all met product release criteria. The consumer reported the wrap caused a burn blister. The cause of the burn blister is inconclusive since it is not clear what cause the burn blister. The review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the eighth complaint for the sub class adverse event safety request for investigation received at the (site name) site requiring an evaluation for this batch. The previous investigation were not confirmed to have a manufacturing root cause related to the subclass. On the basis of this evaluation, a trend does not exist for this batch. Four of the previous complaints were related to open pouches. A trend does not exist for this batch.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , has the scar still [scar] , . Case narrative:this is a spontaneous report from a contactable consumer. A female patient of unspecified age started to use thermacare heatwrap (thermacare lower back & hip, large/extra-large, batch/lot number: ad3849, upc number: 305733010037, expiry date: oct2021, paa 108483, red box) "16 hour pain relief" 6 weeks ago ((B)(6) 2019) one wrap applied to the skin once overnight for back pain; has slight sciatic pain 6 weeks ago ((B)(6) 2019). The patient's medical history included sensitive skin, otherwise she had other medical conditions. Her skin tone was dark or olive, and sensitive skin but not abnormal skin conditions. The patient was not currently under the care of a physician for any medical condition, not pregnant, not "post-menopausal" and did not have following conditions: diabetes, poor circulation, heart disease, difficulty feeling heat or pain on your skin, rheumatoid arthritis, decreased sensation, neuropathy. The investigation assessment, and concomitant medications were none. The patient did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack). Patient previously used thermacare for about three years and did not experience same problem. Patient reported that she had the defective product. She liked the product and wasn't aware this was an issue until she read the recall. She had a burn blister in (B)(6) 2019. She was surprised, she didn't think it would do it, only over the counter product she used. She put the belt, and it was on the side, on the front right; she developed a blister from the belt. She slept at night and woke in the middle of the night and had a blister after about 6 hours of use (also reported from midnight until 0700 when she woke up). It was a burn, and a water type blister, on the right side of the hip, above the pelvic area. Patient was sleeping while wearing the product and did not engage in exercise while using the product. She was wearing the belt itself and checked the skin under the product while wearing it, and also reported that she removed the belt and saw the blister. She noticed it 6 hours into using it, and was a little bigger than a dime then she has another a little smaller; 2 little burns. She used the last box, the same code, about 2 weeks ago. Patient did not consult a healthcare professional, no treatment received for burn blister, and she left it alone for a week. She didn't want to put anything on it, and her skin healed a week to 10 days later. She let it heal on it's own, she thought it was a belt irritation, because she has sensitive skin. She still has a scar, which will dissipate at some point. It was reported that she will use vitamin e. Patient read the usage instructions on thermacare before she used the product. Packaging sealed was intact. Patient had the product available to be returned. The action taken in response to the event with thermacare was temporarily withdrawn "6 weeks ago" ((B)(6) 2019). The outcome of burn blister was recovered with sequel, reported as improved after temporarily discontinued. The outcome of scar was not recovered. Patient re-started using the product, one wrap applied to the skin once and the adverse event did not reoccur. According to product quality complaints, severity of harm was s3. Additional information has been requested and will be provided as it becomes available. Follow-up (B)(6) 2019): follow-up attempts are completed. No further information is expected. Follow-up ((B)(6) 2019): new information received from a product quality complaint includes: severity of harm (s3). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of burns second degree and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree and scar as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.